Event description:
The lay reporter/ husband contacted lifescan (lfs) on june 26, 2006 alleging high readings on his wife's one touch ulter meter. A medical affairs specialist. (Mas) spoke to the wife on june 27, 2006 and she did not want to speak to mas and mentioned she would call back and disconnected the call. She did not take mas name or number. Mas tried to contact the pt again and there was no answer. On june 26, 2006 the pt obtained a 207 mg/dl and did not experience any symptoms. Due to the elevated reading she treated herself with humalog and lantus (exact amounts unk). After administering the insulin, she started to experience hypoglycemic symptoms (exact symptoms were not provided). She did not seek any medical attention or did not test on another device. The technique of applying blood on the test strip was correct and the pt had been cleaning the puncture area correctly.reporter did not want to troubleshoot meter or the test strips .customer care advocate (cca) sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident and whether the pt retested her blood glucose or treated herself after the symptoms began. This complaint is being reported since the pt took insulin after obtaining the meter reading and then experienced symptoms the pt felt were related to being hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.